Event description:
It was reported by service report that the footboard was broken with exposed sharp edges exposed and the possibility for fluid ingress. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.

Manufacturer narrative:
Results - footboard.